Event description:
It was reported that during central processing, broken wires at the tip of the mega needle driver instrument were noted. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. Additional observation not reported by the site is proximal clevis wearing. The proximal clevis cable hole exhibits wear on one edge. Other cables at the wrist are not damaged. Evidence not conclusive, but wear on hole may have contributed to cable breakage. There was 1 use left. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.